Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she woke up with a blood glucose reading of 515 g/dl with her normal reading being 150 mg/dl. She stated she had changed all her accessories the night before and then "I forgot to place the pump back into the run mode." She said when she tried to bolus to correct her blood glucose levels she received an error message but because of her visual impairment, she did not known what the error message was. During troubleshooting, the patient was assisted in clearing the error message and the patient was then able to successfully bolus. On follow up, the patient stated that everything was going "great." The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.